Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they experienced high blood glucose level over 500 mg/dl. Customer stated that the that the blood glucose level down to 480 mg/dl. Customer stated that the insulin pump had pump error alarm. Customer was treated with insulin pump. The insulin pump will not be returned for analysis.